Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2018 to have a penta lead implanted. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at incision site where the lead was anchored and as a result, underwent surgery on (B)(6) 2018 to address the issue. During the procedure, it was noticed that the patient¿s lead had migrated out of the epidural space. As such, the physician decided to cut the lead and closed the incision. Additional surgical intervention is planned to replace the lead on a future date.